Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient has a problem with their device/therapy. The patient is getting an MRI of their lower back/ lumbar radiculopathy. The caller reported the patient indicated the MRI is scheduled to check if the implant if is in the right location, the contacts. No further complications were reported. No patient symptoms were reported.